Event description:
It was reported that the left side monitor could not display an image. This can cause the system to become unusable due to the inability to display a live fluoroscopic imaging. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.